Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(4). Analysis was done of the connector pin and revealed that it was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s connector pin was bent. The caller stated they were able to recharge their insr yesterday but feared they wouldn't be able to continue to charge their insr. The patient was transferred to repair and the patient would be receiving a replacement in the mail. Additional information received from the consumer reported they received the replacement desktop charger and it worked. Additional information was received: it was reported that the patient received their dtc replacement in the mail but were still having issues with the insr charging. The caller stated that they had to hold their dtc into the insr port a certain way for the insr to stay on/charged. The caller was transferred to repair and would be receiving a replacement insr in the mail. The patient also noted that they had been charging more often, but the charging sessions were shorter. The caller stated that the patient used to have to charge an hour to an hour and a half, but now they only charge for 30 minutes. The caller stated they were now experiencing a return of symptoms, no speech or movement. There were no further complications reported.